Event description:
The customer reported error e118 during service / maintenance (not in a clinical setting) involving an olympus video system center. The customer suspected that the cause of the error e118 was due to cable improperly connected. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.